Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed self test. The pump was cut to perform visual inspection, and found moisture damage to the electronic assemblies. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, corroded battery tube, cracked case-corner of belt clip rails, cracked battery tube case, cracked reservoir tube, cracked retainer, missing window display cover, cracked battery tube threads, cracked keypad overlay, missing serial number label, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment during analysis. Confirmed moisture damage to the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery side. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed it was reported location of the damage is on the battery compartment side in back. No harm requiring medical intervention was reported. Product mmt-1884l was returned for analysis.